Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing was performed. The lead did not pass resistance testing due to a fracture in the cathode and anode pathways. An x-ray was performed which revealed all wires were fractured approximately 31 centimeters from the terminal pin. The outer insulation revealed numerous kinks which may indicate the suture sleeve tie-down location. Additionally the inner insulation was torn in two places. Analysis confirmed a lead fracture, suspected to be at the suture sleeve tie-down site.

Event description:
Boston scientific received information that this left ventricular (lv) pacing lead exhibited impedance measurements greater than 2,000 ohms. It was reported the impedance measurements increased following a motor vehicle accident. An invasive procedure was performed. The lead had appeared to have fractured and was explanted. A new lead was attempted but could not be placed due to anatomy, therefore a new lead was not implanted.